Event description:
The customer reported that they have 5 screens and the mouse and touchscreen for the second floor central nurse's station are not responding. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that they have 5 screens and the mouse and touchscreen for the second floor central nurse's station are not responding. Technical support (ts) tried to get the customer to reboot the cns; however, the customer stated that the last time this happened, they couldn't get the unit back up. The customer asked for someone to go on-site. Ts informed the customer to reach out to their biomed as they would be the team on-site to assist. There was no patient injury reported. Investigation summary: the customer did not respond to follow up attempts. The root cause cannot be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/21/2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information. Attempt # 2: 11/25/2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information. Attempt # 3: 12/03/2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information.

Manufacturer narrative:
The customer reported that they have 5 screens and the mouse and touchscreen for the second floor central nurse's station are not responding. Technical support (ts) tried to get the customer to reboot the cns; however, the customer stated that the last time this happened, they couldn't get the unit back up. The customer asked for someone to go on-site. Ts informed the customer to reach out to their biomed as they would be the team on-site to assist. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they have 5 screens and the mouse and touchscreen for the second floor central nurse's station are not responding. There was no patient injury reported.